Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported patient effects of mitral valve injury and mitral regurgitation (mitral valve insufficiency/regurgitation) as listed in the mitraclip g4 system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported positioning failure appears to be due to challenging patient anatomical condition. The reported poor image resolution was due to procedural circumstance. The reported unspecified tissue injury (mitral valve injury) and mitral valve insufficiency/regurgitation appear to be due to positioning failure. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal rupture. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation, with an mr grade of 3-4. The leaflets were thin, degenerated and prolapsed with barlows disease. Visualization was difficult due to the imaging quality. The mitraclip delivery system (cds) was advanced towards the mitral valve, the leaflets could not be grasped due to the patient¿s anatomy. During grasping attempts a chordal rupture occurred and mr worsened to 4. The clip was not implanted and was removed. The procedure was discontinued. No clips were implanted. No additional information was provided.